Event description:
Promus premier china registry. It was reported that the subject died. In (B)(6) 2018, the index procedure was performed. The target lesion #1 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 90% stenosis and was 34 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent. Following post-dilatation, the residual stenosis was noted to be 10%. Two days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2022, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
E1. Initial reporter phone number (B)(6).